Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no unexpected bolus delivery anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump did beep, reset, and gave the customer what it was left in the reservoir, which it was about 11 units of insulin. The father called back to review the alarm history. The caller stated that the customer gave a bolus and then pressed the activate button to check the bolus. The father requested a replacement as he believes the insulin was emptied into the customer's body when the insulin pump did a reset. No further information was provided.